Manufacturer narrative:
Insulin pump received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor, battery tube, and vibrator assembly. Unable to test for unresponsive button due to blank display. Insulin pump received with missing end cap sticker, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in the toilet. The insulin pump was beeping, asking him to test his blood glucose level but the buttons were unresponsive. Customer's blood glucose level was 167 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.